Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited noise over-sensing resulted in inappropriate mode switch episodes. During the ra lead explant procedure, insulation breach was identified on the lead through visual examination. The lead was successfully explanted and replaced. Meanwhile, during the same procedure, a previously capped ra lead due to noise over-sensing resulted in inappropriate mode switch episodes and insulation breach was also explanted. The patient was in stable condition.